Event description:
It was initially reported that the patient's generator and lead were replaced due to unknown reasons. Follow up with the site indicated that the patient's device was replaced due to high lead impedance. No information was provided on the possible cause of the high impedance. The generator was returned to the manufacturer for analysis, but the lead was discarded by the hospital. The analysis of the generator has yet to be completed. Search of manufacturer's programming history database resulted in last known diagnostics were performed on (B) (6) 2007, which were within normal limits. Good faith attempts to obtain additional information have been unsuccessful to date.

Manufacturer narrative:
Device malfunction is suspected but did not contribute to a death or a serious injury.